Event description:
It was reported that a pt died during transport within the facility, while the pt was connected to the savina ventilator.

Manufacturer narrative:
It was confirmed by the hosp biomedical engineer, that the savina ventilator did not malfunction. The hosp biomedical engineer who tested the savina ventilator stated, that the savina ventilator was placed into standby mode by the user, while the pt was connected. It was confirmed by the hosp biomedical engineer, that the savina ventilator audibly and visually alarmed when standby mode was activated.